Event description:
During troubleshooting for an unrelated alarm during fill one of three on a homechoice (hc) machine, the home patient (hp) drained out a volume that met criteria for an increased intra-peritoneal volume (iipv) event. The technical service representative had the hp perform a manual drain and the hp drained out 3848ml. The hp¿s fill volume was 1332ml. The hp had no symptoms. The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem was confirmed and the cause was determined to be a false empty detected at the initial drain and the initial drain alarm was met. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. An event history log review was performed. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported issue; therefore the device did meet product specification related to the reported issue. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.